Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "preliminary evaluation attachments on sample evaluation tab. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: this product contains natural rubber latex which may cause allergic reactions. Do not aspirate urine through drainage funnel wall. Single patient use only. Do not reuse. Do not resterilize. For urological use only". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient allegedly developed an uti while using the catheter. Per follow up with the patient's caregiver on (B)(6) 2018, the patient was hospitalized due to her uti and was treated with antibiotics.